Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had a loss of stimulation, and that they were taken to the ER over the weekend prior to date notified because their batteries stopped. There were no falls/trauma related to the issue, or patient symptoms alleged.. Follow up with the neurosurgeon is to be conducted to make an appointment for battery replacement. The patient's indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2016-26842.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.